Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the catheter broke. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure was observed. The likely root cause of the failure can be attributed to operator error during the assembly process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.